Event description:
It was reported that the device was used during an unknown procedure, the 4-40 stud was broken on the handpiece. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.